Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information was available for reporting. Unknown when plate broke. Device remains implanted. Device not available for return. Reporter telephone number unavailable. Device history record review: please note, this DHR review is for sterilization procedure only: part no.: 04.503.831s; lot no.: l278600; manufacturing location: (B)(4). Supplier: (B)(6). Release to warehouse date: 25.jan.2017. Expiry date: 01.jan.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.503.831 / h263285 was manufactured in us, monument. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate was implanted to the patient¿s mandible on (B)(6) 2017 for a subcondylar fracture repair surgery. It was reported that the surgeon found the plate was broken under x-ray on (B)(6) 2017. The surgeon determined no problem for the patient because bone union was confirmed. There was no adverse consequence to the patient. It was not reported whether the plate in question will be removed or not. Concomitant devices screw (part# unknown, lot# unknown, qty unknown) this is report 1 of 1 for (B)(4).